Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin flow blocked alarm. Blood glucose level at the time of the incident was 414 mg/d. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer was assisted with troubleshooting for insulin flow blocked alarm. Assisted customer in performing a 5.0 unit fixed prime. The insulin did not exit. Assisted customer in performing a 5.0 unit fill tubing. Customer stated that insulin exited the tubing. It was found that insulin pump was working as designed. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be return for analysis.